Manufacturer narrative:
(B)(4). Pump received not stuck in the manufacturing mode. Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with cracked reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump has a crack on the reservoir connection. The insulin pump needed to be replaced. The insulin pump will be returned for analysis.